Event description:
Complainant alleged that while attempting to cardiovert a 64-year-old male patient, the device sparked. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer provided logs and pictures for review. On (B)(6) 2025, a 64-year-old male patient underwent cardioversion using a zoll r series defibrillator and propadz radiolucent electrodes. The first shock (200j) was delivered with a patient impedance of 91.8 ohms; the second shock (also 200j) showed an increased patient impedance of 103.9 ohms and defibrillator impedance discrepancy of 40 ohms. The anterior electrode pad reportedly arced or lit up during the event. Upon inspection, residual clipped chest hair was found adhered to the pad, indicating inadequate skin preparation. No device malfunction was identified. Per the r series operator's guide (9650-0912-01 rev. Ya), inadequate pad adhesion and/or air pockets under the electrodes can result in arcing and potential skin burns. Additionally, the instructions for use for pro-padz radiolucent (r1345-112 rev. J) recommend ensuring the skin is clean and dry under the electrode. Remove any debris, ointments, skin preps, etc., with water (and mild soap if needed). Wipe off excess moisture/diaphoresis with a dry cloth. Analysis for reports of this type has not identified an increase in trend.